Event description:
A technician reported a patient with corneal ulcer and spk (superficial punctate keratitis) following the use of this product. She stated the patient was treated with medication and the symptoms resolved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no lot code was reported or sample provided by the customer for this complaint. No root cause can be determined. Additional information was requested on 02/01/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).